Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged and the lens was removed whole. No suture was required. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.